Manufacturer narrative:
A specific root cause could not be determined based on the provided information. In regards to the differences seen with the ft4 results, it is known that different assays can generate different values. This is related to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for thyrotropin (tsh) and free thyroxine (ft4). This medwatch will cover ft4. (B)(4). The sample was initially tested at the customer site on an e602 analyzer, resulting as 18.98 uiu/ml for tsh and 1.02 ng/dl for ft4. The sample was repeated using the fujirebio lumipulse method, resulting as 1.12 uiu/ml for tsh and 0.88 ng/dl for ft4. The sample was also tested for hama tsh, resulting as 20.16 ng/ml. The name of the hama tsh assay is not known. During investigations, the patient sample was tested on a modular pe analyzer, resulting as 25.23 uiu/ml for tsh and 1.10 ng/dl for ft4 on (B)(6) 2016. During investigations, the sample was also tested on e411 analyzer, resulting as 20.98 uiu/ml for tsh and 1.06 ng/dl for ft4 on (B)(6) 2016. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. The patient was not adversely affected. The e602 analyzer serial number used at the customer site was asked for, but not provided.